Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states the insulin the pump was dropped and is receiving a cloudy displayed. Products are expected to return.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted.